Event description:
The lead was returned after being explanted due to medical judgement. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) proximal segment of the lead was returned, analyzed, and the inner insulation was found to be breached mio. It was also noted that there was blood/body fluid on all conductors (not obstructed), the inner insulation had cosmetic mio, the outer insulation had cosmetic environmental stress cracking, and the outer insulation had a cosmetic depression.